Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the increased stimulation was due to positional changes. The patient noticed the increase when he laid flat on his back while normally he laid reclined with pillows.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on a single day, the intensity was increasing. The rep also referred to it as a strong burst of energy. The rep did not have the remote to verify the output settings. The rep reported that the patient thought they had deactivated adaptive stimulation (as), but they did not verify that on the remote. The rep had already disabled as completely on the patient¿s device. The patient was to follow up with product services (ps) if the issues continued to happen. No further complications were reported. Follow up was conducted.